Event description:
New information noted that the physician suspected pocket infection and the device also was found visible from the opened incision site of the implanted device pocket. The patient was in stable condition throughout the procedure

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that the patient had their pacemaker explanted due to pocket erosion. No patient condition or further information could be obtained.

Manufacturer narrative:
Further information was requested but not received.